Manufacturer narrative:
On completion of the investigation a follow-up report will be submitted.

Event description:
Received an article: torsello, g. E. (2020). Outcomes of bridging stent grafts in fenestrated and branched endovascular aortic repair. Journal of vascular surgery, 859-865. Purpose: to evaluate the clinical performance of the well known advanta v12/icast and the new viabahn vbx balloon espandable stent graft in f/bevar. Method: restrospective analysis of prospectively collected data between dec 2017 and jul 2018 was performed. Conclusion: the used bsgs demonstrated promising preliminary results in f/bevar. Per the article adverse events included: blood loss (endoleaks), stenosis, occlusion, contrast injury and ischemia.

Event description:
N/a

Manufacturer narrative:
Additional information section: d9, h6. This complaint is based on information within an article and no specific device information has been provided. As there is insufficient details of an actual device malfunction or adverse event that occurred the complaint cannot be confirmed. A device history record (DHR) review was unable to be performed as the device product part number and lot number was not provided within the article. Conclusion: the instructions for use clearly states that potential adverse effects of advanta v12 balloon-expandable stent include, but may be not limited to: inadequate implantation or intimal trauma, restenosis of stented lesion, stent misplacement, migration or deformation, systemic embolization or thromboembolic episodes. It is important to mention that among 198 connected target vessels, 4 type ic endoleaks (2%) were detected and in three of these cases a vbx had been used as bsg. The vbx device related complications consisted of bridging stent thrombosis in one case (0.7%) and target vessel stenosis in three vessels (2.1 %). Although there were three major adverse clinical events and six bridging stent graft related reinterventions, however considering the design of the study, excellent technical success rate (98.6 %), good clinical success rate at 6 months (80 %) and the fact that this study is subject to selection bias as vbx stent grafts were mostly implanted, one can infer that the getinge¿s advanta/icast v12 balloon expandable covered bridging stents performed as expected.